Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer was swimming in a pool. Customer reported other critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. On 07/25/2021 the customer reported a critical pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side near the corner of the belt clip rails, missing serial number label, cracked keypad overlay. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. A second attempt to download a xtest file and then upload the bootloader traces was successful. Four consecutive occurrences of the error code = 0x00000044 appear in the bootloader traces. The case was cut open. After visual inspection, there is corrosion in/around the following: battery board; pcba1--j7, j6, j2; force sensor flex cable terminal. The force sensor zero offset measured within specification = 22.7 mv. In summary, the customer¿s report of a critical pump error was confirmed during testing. The critical pump error (open book image) alarm, the inability to completely upload all files, and the four consecutive occurrences of the error code = 0x00000044 are due to the moisture damage.